Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported dimpled pump, the pump failed the activation test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test. The pump required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that the pump was dimpled when pressed. Doctors and nurses tried trouble shooting techniques but it did not work. A revision surgery was performed to replace the pump. The new pump was tested several times to complete the procedure and the patient was retrained with the procedure for using the pump. The patient had a stable outcome following the procedure.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that the pump was dimpled when pressed. Doctors and nurses tried trouble shooting techniques but it did not work. A revision surgery was performed to replace the pump. The new pump was tested several times to complete the procedure and the patient was retrained with the procedure for using the pump. The patient had a stable outcome following the procedure.